Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the connection ring fell out of the bottom of the attachments was confirmed. An assessment was performed and it was observed that the device failed cutter lock assessment. It was further determined that the bushing housing came out of the device and the bearings were worn out and create a situation where the cutter is not able to secured and locked. The assignable root cause of this condition was determined to be due to normal use and servicing over time, the failure was caused by worn out bearings and bushing housing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the connection ring fell out of the bottom of the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.